Manufacturer narrative:
The mindray service representative evaluated the a8 anesthesia machine (serial number: (B)(6)) in the presence of the customer's bioengineer. During the evaluation, it was observed that the plastic wrapper from the soda lime was not removed before installation. The wrapper was removed, the soda lime installed, and the unit was tested per specifications before being returned to the customer. The soda lime wrap has a red warning sign indicating that it needs to be removed before use. Mindray established good faith efforts to obtain additional information about the event regarding the patient's outcome. However, no information was provided.

Event description:
It was reported that, when ventilating a patient on (B)(6) 2025, at 5:30 pm, the a8 anesthesia machine was required to be swapped out during a case because it was not ventilating properly. The patient's outcome is unknown.